Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited gradually increasing shock impedance measurements reaching out of range over approximately the last year and a half. The patient then presented to the emergency room after receiving an inappropriate shock with a recorded code 1005 and high out of range shock impedance measurement. The patient was subsequently admitted to the hospital for further evaluation. Provocative maneuvers were performed with noise unable to be reproduced. This patient remains hospitalized until further intervention can be determined. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited gradually increasing shock impedance measurements reaching out of range over approximately the last year and a half. The patient then presented to the emergency room after receiving an inappropriate shock with a recorded code 1005 and high out of range shock impedance measurement. The patient was subsequently admitted to the hospital for further evaluation. Provocative maneuvers were performed with noise unable to be reproduced. This patient remains hospitalized until further intervention can be determined. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited gradually increasing shock impedance measurements reaching out of range over approximately the last year and a half. The patient then presented to the emergency room after receiving an inappropriate shock with a recorded code 1005 and high out of range shock impedance measurement. The patient was subsequently admitted to the hospital for further evaluation. Provocative maneuvers were performed with noise unable to be reproduced. This patient remains hospitalized until further intervention can be determined. This device was then explanted and replaced. No additional adverse patient effects were reported.